Event description:
It was reported that after use there was poor barrier separation with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it is reported that customer experienced poor barrier separation. Additionally, on 2020-03-03 the bd sales consultant provided the following additional information: explained that if there was only one tube with poor separation, it could be related to the patient condition. Other factors could be not inverting the tube, the centrifuge speed and time, and clotting time.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9073948. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-14. Medical device lot #: 9213050. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-08-01. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use there was poor barrier separation with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter: it is reported that customer experienced poor barrier separation. Additionally, on 2020-03-03 the bd sales consultant provided the following additional information: explained that if there was only one tube with poor separation, it could be related to the patient condition. Other factors could be not inverting the tube, the centrifuge speed and time, and clotting time.